Manufacturer narrative:
(B)(4). Damaged anvil former. The analysis results confirmed that the device was received in good visual conditions. The device was tested for functionality and it was noted that the staples were partially forming and ejecting from the device. The device was disassembled to verify the condition of the internal components and the anvil was noted to be deformed. This deformation in the anvil will prevent the staple to be held in the firing chamber for its complete formation, resulting in an ejected staple. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The final quality release criteria were met before this batch was released for distribution.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a unknown procedure. On the initial firing, the device failed. The device stapled but would not clamp on. Another device was used to complete the case. There was no adverse consequence to the patient.